Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on "(B)(6)" 2017, that on (B)(6) 2017, the introducer needle detached from the applicator. The insertion site was at the abdomen. No additional event or patient information is available. No product or data was provided for evaluation. However, a photograph was provided and reviewed. Complaint for detached introducer needle was confirmed. A root cause cannot be determined.